Event description:
Indication: chronic obstructive pulmonary disease, unspecified; centrilobular emphysema. No product lot number available. Pt (patient) reported that the vios lc aerosol delivery system is defective and not working properly. Unknown details or date of malfunction. Unknown if pt experienced an adverse event or missed doses due to malfunction. Unknown if medical doctor is aware. Unknown if pt has defective device available for possible return. No other information reported or available at this time.